Event description:
It was reported that the ventilator was not ventilating past 2cm h2o pressure while connected to the pt. There was no audible alarm when the reported problem occurred. The pt went cyanotic and had to be resuscitated. The pt was placed on a back-up ventilator. The paramedics were called but the pt had recovered by the time they had arrived. The dealer had tested the ventilator and found no problems.

Manufacturer narrative:
Na